Event description:
It was reported that the tear drop label is missing thus affecting sterility with a bd pen ndl 31g 5mm. This occurred on 5 separate occasions, however, the date/time information is unknown. The following information was provided by the initial reporter: it was reported that the tear drop label of the pen needle is missing.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications.

Manufacturer narrative:
Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the tear drop label is missing thus affecting sterility with a bd pen ndl 31g 5mm. This occurred on 5 separate occasions, however, the date/time information is unknown. The following information was provided by the initial reporter: it was reported that the tear drop label of the pen needle is missing.